Manufacturer narrative:
(B)(4). Medical devices: guide catheter: 6 french jr4, embolic protection: spider. Evaluation summary: the device was returned for analysis. The reported material deformation (mangled stent) was confirmed. The reported device damaged by another (explanted) and difficult to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 4.0x18 xience alpine was deployed proximal to a non-abbott stent in the mid right coronary artery (rca). A non-abbott filter was being removed through the xience alpine, but the filter was only partially enclosed in its retrieval catheter. The filter inadvertently removed the xience stent from the mid rca. When this was noted, the filter, stent, and guide catheter were removed from the anatomy as one unit, but the stent had become mangled and was left behind in the radial artery access site. The mangled stent was surgically removed through a one and a half inch cutdown at the radial artery. The patient remained hemodynamically stable. There was no adverse patient sequela. No additional information was provided.